Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the issue using his catheter. The fse checked the fault logs and observed fault 37 (autofill failure) which deals with catheter/compressor/vacuum. The fse then performed calibration of both the compressor and the transducer, and then connected the same catheter and the iabp worked correctly. The fse performed numerous autofill without failing and the iabp ran without any issues. The fse performed full calibration, functional testing and safety check to factory specifications; and the iabp passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) iab would not inflate during use on patient. The unit was giving autofill failure alarm during initial autofill. The iabp was swapped out with the other unit. No adverse event was reported.